Event description:
Customer claims they were using the unit and it started smoking and caught fire and melted the battery and unit. Product contains lithium ion battery. Respironics is monitoring defects connected to the battery with emphasis on differentiating between what might be related to design, manufacturing, or patient misuse/abuse. At this time, there have been no complaints associated with design or manufacturing defects, but respironics will continue to closely monitor battery-related complaints.